Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/09/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robot-assisted total hysterectomy procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke when pulling during continuous suturing on the vaginal stump as it was held with forceps there were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. H3 analysis summary: an empty opened foil, an empty labeled winding former, a needle/suture piece and suture piece of product code: sxpp1b409, lot # pjh789 were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture end was observed with a knot, marks and damaged caused by surgical instrument. The suture piece was examined, and one end is matched with the needle suture piece. The condition of the sample received indicates an improper handling of the device. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.